Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (5 mg/ml at 0.95 mg/day) via an implanted pump. The indication for pump use was degenerative disc disease and non-malignant pain. On (B)(6) 2016 it was reported that a motor stall and tube set message were seen on interrogation. The patient had not recently had an MRI. The pump was alarming. No patient symptoms were reported. The patient did not currently have a pump managing physician and the reporter was unsure who was going to be accepting the patient. Additional information was received on 14-jul-2016 from a company representative and it was reported that the first motor stall happened in (B)(6) of this year. The action/intervention was pump interrogation. The cause of the motor stalls was not determined. The patient had not had an MRI.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-08-04 additional information was reported by the healthcare professional (hcp). The patient was being managed with oral narcotics and the pump had been filled with saline. The pump was going to be removed when a date coordinated with the surgeon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.